Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was difficulty reconstraining the stent into the delivery catheter. Reportedly, when the stent was tried to recapture, the stent accidentally deployed at an incorrect location. The deployed stent was removed from the patient, and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A deployed wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual examination of the device found kinked stent wires and a hole on the stent cover. The clear outer sheath at the guidewire access sheath (gas) was stretched out and kinked. The outer sheath at the end of the stiffning mandrel was also kinked. A dried, green fluid was found inside the sheath. A functional inspection of the device found that the leading handle could not be retracted due to the dried, green fluid in the sheath. As a result, the inner sheath was unable to be inspected. The stent was measured to be within specifications. There were no other issues with the stent noted and no other issues with the delivery system were noted. The damages noted with the returned device were consistent with the excessive force being applied to the delivery system during the procedure. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause of this complaint is operational context. Labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, there was difficulty reconstraining the stent into the delivery catheter. Reportedly, when the stent was tried to recapture, the stent accidentally deployed at an incorrect location. The deployed stent was removed from the patient, and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.